Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the display glass has scratches. Dso rubber seal has air bubbles. The complaint was confirmed. The investigation found that the dso rubber seal has an air bubble. The cause was unknown. The dso rubber seal will be changed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that ¿air bubble under rubber¿. There was unknown patient involvement and unknown patient harm/adverse event reported. It was reported that no further information is available.